Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the kit bd max¿ staphsr (ref. (B)(4)) lot 2229129 was performed by the review of the manufacturing records, retain material testing and verification of complaints history. Review of the manufacturing records of bd max staphsr indicated that lot 2229129 was manufactured according to specifications and met performance requirements. The retain material of bd max staphsr from lot 2229129 was tested and the results met the specifications. Customer complained about two mrsa strains that gave negative results for the mrsa target when using bd max¿ staphsr assay. However, in culture, they were identified as mrsa strains. Two run files (2610 and 2656 from instruments ct1443) were provided for investigation. Manual pcr curve adjudication revealed strong amplification curves for the nuc (vic) and the meca/c (rox) targets but no or late amplification for the mrej (sccmec right-extremity junction) (fam) target. To be detected as mrsa positive with the bd max¿ staphsr assay, a sample must be positive for both the mrej and the meca/c targets. As mentioned in the package insert p0207, the bd max¿ staphsr assay is designed to detect mrej genotypes I, ii, iii, IV, v, vi, vii, ix, xiii, xiv, and xxi which represent most of meca and mecc harboring mrsa strains (belonging to different sccmec/mrej types) accounting for more than 98% of worldwide strains tested by bd to date. The investigation suggests that the customer strain may correspond to a mrej type undetected by the bd max¿ staphsr assay. Without analysis of the customer strain, bd was unable to confirm the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max staphsr assay from lot 2229129. The root cause was not identified. Bd acknowledge the customer issue but cannot confirm the complaint based on the investigation that was performed. H3 other text : see h.10

Event description:
Report 1 of 2. It was reported that while using bd max¿ staphsr false negative mrsa result occurred. Culture was done and result was positive. The following information was provided by the initial reproter: false negative mrsa result. Specimen number (B)(4).(b9) can be found in run 2610. Mrsa cultures were done in parallel from both specimens and were positive.

Manufacturer narrative:
D2a: common device name: system, nucleic acid amplification test, dna, methicillin resistant staphylococcus aureus, direct specimen. Initial reporter phone: (B)(6). Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported that while using bd max¿ staphsr false negative mrsa result occurred. Culture was done and result was positive. The following information was provided by the initial reproter: false negative mrsa result. Specimen number 70010357 (b9) can be found in run 2610. Mrsa cultures were done in parallel from both specimens and were positive.